Event description:
Installation of new fetal monitors in the labor and delivery unit was completed using a 9 pin to an rj45 device to communicate with the ob tracevue. Shortly after installation, a switch to a straight connection (vlan) began. Four to five days after the connection change, patients were being discharged without staff interaction or knowledge. The problems started occurring after the fetal monitors were converted from serial rj45 connections to the lan connections on the network. A decision was made to reconvert the fetal monitors back to the rj45 connections until the issue could be resolved. Since the fetal monitors were reconverted, no further problems have been witnessed. The manufacturer has been provided information regarding these incidents, but has not yet provided an explanation as to why the problem is occurring.